Manufacturer narrative:
The insulin pump was not received in stuck manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. The insulin flow block alarm functions properly during the basic occlusion test and no prime/seating anomaly noted during testing. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No unexpected battery power loss alarm noted during testing. Unit received with scratched case and cracked case at battery tube side. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she is receiving a replace battery now alarm without receiving a low battery alert prior. She stated that this is the third time since last sunday that this alarm has occurred. Customer¿s blood glucose was unknown. Customer was advised that insulin pump would need to be replaced for the unresolved replace battery now alarm. The insulin pump will be returned for analysis.